Manufacturer narrative:
Erroneous result obtained. A definitive root cause for the event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report an erroneously low phenytoin result for 1 patient sample assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient result was reported out of the laboratory. The ordering physician questioned the unexpectedly low phenytoin result (the patient had been receiving dilantin). There was no reported impact to patient management. The customer reported that quality control results were within their expected ranges prior to the event. The customer reported that there are no other known issues with the other patient samples assayed at the time. The customer retrieved the patient sample and repeated the phenytoin assay on another unicel dxc 800 pro synchron chemistry analyzer. A higher expected phenytoin result was obtained for the patient sample. A definitive root cause has not yet been determined for the event.